Event description:
It was reported that patient was hospitalized due to elevated blood glucose levels due to bent cannula on (B)(6) 2026. Patient was tested positive for ketones and received treatment with IV fluids and saline.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.